Event description:
Caller reported blood glucose results of 260 mg/dl and 102 mg/dl within 10 mins on the advantage system. Reportedly no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.